Manufacturer narrative:
The device was not returned for analysis as it was reported to have been discarded at site. Vasospasm is a known inherent risk of endovascular procedure and is documented in the device's instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Same event as reported in MDR MFR: 2029214-2016-00352.

Event description:
Medtronic received report that the patient experienced vasospasm that required nicardipine treatment for 40 minutes. Based on the procedure note, the patient was diagnosed with occlusion of the superior m2 segment of the right middle cerebral artery (mca). The 8fr cello balloon guide catheter (bgc) was reported to have caused vasospasm in the right internal carotid artery (ica). Nicardipine was given intra-arterial for a period greater than 40 min and the vasospasm resolved. The mechanical thrombectomy was concluded successfully with complete recanalization of the right middle cerebral artery. Post intervention, the patient was also reported to have had immediate neurological improvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.